Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an unknown error message ¿ try another strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged error issue began in the middle of (B)(6) at 6 am. The patient takes insulin (no adjustments) to manage his diabetes and continued with his usual dose 30 units of insulin including sliding scale of a result of the alleged error message. The patient denied that he developed any symptoms. However, he alleged that in the middle of (B)(6) at 6 am he was treated by a health care professional (hcp) from emergency medical services (ems) with food and/or drink. At the time of troubleshooting the cca noted that the patient was unable/unwilling to answer if the issue was resolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.